Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: baylis medical transseptal needle, model # nc6-hf-71-60, lot number unknown; st. Jude medical agilis nxt 8.5fr sheath, model # 409309, lot number unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the post-procedure electrophysiology study (eps), the patient became hypotensive. Anesthesia provider suspected that the hypotension was secondary to right ventricular pacing. Echocardiography revealed a pericardial effusion. Pericardiocentesis was performed x 2 and yielded a total of 1500 ml. Patient was stabilized. Pvi ablation procedure was completed. Patient was returned to the unit. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered without sequelae and was discharged to home the following day. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that the cause of the adverse event is unknown. Transseptal puncture was performed x 2 with a baylis medical transseptal needle. Sheath was a st. Jude medical agilis nxt 8.5 french. Generator parameters at the time of injury included power cut-off at 50 watts, temperature cutoff at 40 degrees celsius, and impedance cut-off at 250 ohms. Temperature cut-off was reached x 3. Prior to radiofrequency application, flow rate was adjusted to 2 (undefined). There is no information regarding power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting times maintained between 250-300 seconds. High temperature cut-off error occurred x 3. No other error messages were observed.

Manufacturer narrative:
On 9/28/2017, biosense webster received additional information regarding this complaint. The actual alert date for this complaint was 9/26/2017. Manufacturer¿s reference number: (B)(4).